Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 536mg/dl. The cause of elevated bg was unknown; however customer believes it is possible insulin was left out of the refrigerator. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and furosemide for edema. No information was provided regarding the release date, however, customer indicated the was issue resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.